Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance allegation. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance allegation. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to premature battery depletion. The device is expected to be returned.